Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The restenosis was confirmed by angiography. The patient was reported to be taking plavix. No patient injuries or complications occurred. Patient status is satisfactory. Additional information has been requested, but is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.